Event description:
Patient presented in clinic for normal follow up. X-ray revealed externalized conductors. No electrical anomalies were found. Lead will be monitored.

Event description:
New information received states that the lead was extracted and replaced during an elective generator change-out. There were no complications during the procedure, and the patient was stable following the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the lead tip measuring 50.8cm was returned for analysis. External insulation abrasions were noted at 7.7-8.2cm and 8.1-8.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.